Manufacturer narrative:
B3 event date is an approximate date as the actual event date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. A computed tomography (CT) scan was provided by the physician on (B)(6) 2026 as the physician was concerned of a non-mobile device related thrombus (drt). After review, there was evidence of a potential grade 4 hypo-attenuated thickening (hat) or thrombus. The thrombus was noted on the three (3) month follow up. No further information was provided.